Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that reservoir had air bubbles. Stated air bubbles are occurring when he is filling them. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed as the customer was not having any air bubble issues at the time of call. The product will not be returned for analysis.